Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-15915, 2938836-2019-15917. It was reported when the patient presented in clinic, an x-ray showed that the atrial lead had dislodged as a result of the pacemaker dropping which was due to the leads becoming detached at the suture sleeve. The physician attempted an atrial lead revision, however an infection was observed upon opening the pocket. The physician believed that the problems were a result of the infection but did not allege that the infection was related to the implanted system. The physician explanted the system and the patient was stable following.

Manufacturer narrative:
Analysis was normal. No anomaly was found.